Manufacturer narrative:
The calibration and qc were acceptable. The field service representative found that the customer's centrifugation time was too short. He adjusted the voltage and performed a blank cell test. He performed checks and tests with acceptable results. The investigation did not identify a specific cause of the event. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 stat results for 2 patient samples on a cobas e 411 analyzer (disk system). Patient 1: at 8:00 pm, the result was 20 ng/l. The sample was repeated twice, and both results were <6 ng/l. Patient 2: on (B)(6) 2026 at 6:30 am, the result was 15 ng/l. The sample was repeated twice, and both results were 83 ng/l. The repeated results were believed to be correct. The samples were repeated because the 2-hour troponin result did not match the initial result.

Manufacturer narrative:
The reagent lot number is 869594. The expiration date was not provided. The field service representative found the customer was spinning their tubes for 3 minutes instead of the recommended 10 minutes. He adjusted the high voltage and performed checks and tests. The investigation is ongoing.